Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels. Bg values not provided. The customer indicated that the fluctuating bg was due to the body and that customer had been in contact with the healthcare provider to adjust pump settings to best fit insulin needs.